Event description:
It was reported that the system was explanted due to a staph infection. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).